Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, 5f mynx control vascular closure device (vcd) failed to reach hemostasis. Manual compression achieved hemostasis in less than 30 minutes. There was no reported patient injury. The patient recovered after the event. A retrograde approach was used during a diagnostic procedure. There was no visible damage to the sheath or distal end of the sheath after removal. The balloon did not lose pressure during preparation or patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The vessel diameter was verified to be greater than or equal to 5 mm. There was little vessel tortuosity and no peripheral vascular disease (pvd) or calcium at the puncture site. The sealant was deployed to the proper location. No anticoagulants, antiplatelets, or thrombolytics were used. The user was trained on the device, and the device was prepared and stored per the instructions for use (IFU). The device will be returned for analysis.